Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and had the user clean the tip clamps. The instrument was inspected, tested without further problem, and returned to service.